Event description:
It was reported that during a da vinci-assisted bilateral inguinal hernia surgical procedure, an unidentified cable broke on the mega suturecut needle driver instrument. A backup instrument of the same kind was used to complete the procedure. There was no patient harm due to this event.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) has not received the mega suturecut needle driver instrument for evaluation. Therefore, the root cause of the customer reported failure mode has not been determined. A follow-up MDR will be submitted if the product is returned and evaluated and/ or if additional information is received.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received a da vinci product to perform failure analysis. The mega suturecut needle driver instrument was analyzed and found with a broken grip cable at the idler pulleys. The cable was fully broken. There was no evidence of discoloration, corrosion, or contamination on the cables to indicate a reprocessing induced issue. The components surrounding the broken cable did not exhibit abnormal sharp edges or damage that would have contributed to the cable breaking. Additional observation found unrelated to the primary failure states that the instrument had an excessive amount of dried, white residue on the clamping pulley of input(s) #5 (pitch), #6 (grip) and, #7 (grip), located in the backend of the instrument. The groove surfaces exhibited a residual, powder-like deposit, that could be removed by wiping. The complaint was confirmed by failure analysis.

Event description:
Refer to h10/h11 for follow-up information.